Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Patient was evaluated and high impedance was detected during an impedance check. Changing body positions was attempted but unsuccessful. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05852, 3006705815-2021-05853. Additional information received indicated the patient's scs had high impedance issues.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention during which their lead was explanted. Note: it is unknown which lead was explanted so both are being reported.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. Surgical intervention may take place to address the issue.